Manufacturer narrative:
The generator was not returned to olympus for evaluation. Olympus followed up with the user facility to obtain additional information regarding the reported event but with no result. The exact cause for the reported event cannot be determined. However, based on similar reports this type of output issue can be attributed to internal failures related to the switch relays electrical contact surfaces that sustain wear and deteriorate with usage. When the connected relay fails the bipolar energy is not delivered. The instruction manual warns users ¿to ensure patient safety and continued satisfactory performance, perform the prescribed inspections and operational tests as recommended. If any abnormalities are noted do not use the unit.¿

Event description:
Olympus was informed that during an unspecified procedure, the generator exhibited intermittent output with the hand-piece. The hand-piece was replaced and again intermittently output was noted. It was reported that both hand-pieces had been plugged into the a port of the generator and work intermittently and then were unplugged and placed into the generator¿s b port with no output exhibited. The intended procedure was completed with the same generator. There was no patient injury reported.